Manufacturer narrative:
Patient identifier and patient weight was not provided. Recall number: sorin implemented a field safety notice for disinfection and cleaning of sorin heater-cooler devices. The z number is z-2076/2081-2015. Sorin group (B)(4) manufactures the sorin heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). On august 26, 2016 sorin group received a user medwatch report (B)(4) stating that a patient recently presented with symptoms of an infection after undergoing a right heart catheterization with a left ventricular assist device procedure on (B)(6) 2015. Blood cultures were taken and the results showed that mycobacterium avium complex (mac) was present in the blood. Follow-up communication with the customer on (B)(6) 2016 related to a different complaint with the same serial number (reference medwatch report 9611109-2016-00062) revealed that the unit was originally used inside the operating room. Following the event related to 9611109-2016-00062, the unit was briefly quarantined and samples were taken. However, at the time of contact ((B)(6) 2016), the facility had already returned the unit to service outside the operating room. The customer also reported that the cleaning and disinfection procedure outlined in the instructions for use (IFU) had always been followed. On (B)(6) 2016, the customer reported that the samples taken from the unit came back positive for mycobacterium chimaera. On september 1, 2016, the customer was contacted regarding the complaint subject of this report (9611109-2016-00608). The customer stated that the date of event ((B)(6) 2015) is the date of the patient's surgery, not the date of diagnosis. The customer reported that the patient began to present with symptoms very recently, in (B)(6) 2016. Details about the current status of the unit and results of any additional sampling could not be provided at the time of contact. Additional details about the patient status also was not provided. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. The investigation is ongoing. A follow-up report will be sent when the investigation is complete. Any further information received will be attached to this report.

Event description:
On august 26, 2016 sorin group (B)(4) received a user medwatch report (B)(4) stating that a patient recently presented with symptoms of an infection after undergoing a right heart catheterization with a left ventricular assist device procedure on (B)(6) 2015. Blood cultures were taken and the results showed that mycobacterium avium complex (mac) was present in the blood.

Manufacturer narrative:
Several attempts have been made to gather additional information regarding this issue. However, no additional information has been provided. Livanova (B)(4) has initiated a corrective action for this type of issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.